Event description:
It was reported that the touch screen became unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be recevied a supplemental form will be completed.